Manufacturer narrative:
(B)(4) b5: describe event or problem - additional information. D9: device returned to MFR - additional information. D9: date device returned - additional information. G3: date received by mfg - additional information. G6: type of report - updated/follow-up. H2: type of follow up - additional information/device evaluation. H3a: device evaluated by mfg - additional information. H6 codes: type of investigation - additional information. H6 codes: investigation findings - additional information.

Event description:
It was reported that transmitter failed error occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and failed. No data was provided for evaluation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the supplemental MDR, an update was provided on (B)(6) 2024.

Event description:
It was reported that transmitter failed error occurred. On (B)(6) 2023, the patient did not get any cgm (continuous glucose monitor) readings due to the failed transmitter and was taken to the hospital. There is no documentation of what symptoms the patient experienced nor if there was hypo or hyperglycemia. The patient was hospitalized, and there was medical attention provided, but there was no documentation about the medical intervention or treatment. The patient was discharged on (B)(6) 2023. There was no bg (blood glucose) nor cgm values reported during the entire event. Due diligence attempts to contact the reporter for more information were attempted but not successful. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).